Event description:
Case is lap appy (appendicitis). The pediatric surgeon is using a bluntport for hasson approach on the belly; while the trocar is being used at the beginning of the case, the part that is designed to hold the suture broke off. A new trocar was opened to replace the broken one. Nothing of the broken pieces went inside the abdomen. Manufacturer response for covidien bluntport hasson 12mm trocars, (brand not provided) (per site reporter): covidien hasson trocar broke; the vendor was notified today.